Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was confirmed based on returned device condition. However, foot deployment and retraction was verified via manually opening and closing the lever without difficulty noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effects and treatment appears to be related to circumstances of the procedure. The patient effects of tissue injury, hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure with a 6f sheath. The first and second prostyle devices were pre-placed successfully. The sheath was upsized to 24f and the tevar procedure was completed. Post-procedure, the access site was not fully closed, so a third prostyle device was used. Slight resistance was felt during removal and it was noticed that the foot wasn¿t completely closed after performing step 4. After use of the third prostyle device the bleeding increased, so the decision was made to place two additional prostyles. There was no issue with the fourth prostyle device, but slight resistance was also felt during removal of the fifth prostyle device and the foot also did not fully close. As the bleeding was not decreasing, the decision was made to perform a surgical cut down. During the cut down, a 1 cm tear in the vessel was observed. It was suspected that the vessel was damaged by the feet of the third and fifth prostyle devices. The tear was repaired, and hemostasis was achieved via the cut down. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.